Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use a bd insyte¿ autoguard¿ shielded IV catheter was found with package seal integrity as "packet adhesive appears degraded, packets opening spontaneously therefore no longer sterile." There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: device/batch history review: as this complaint was an MDR, DHR review was performed on following lot number 3280563. The product was manufactures on afa line 6 from november 10, 2013 thru november 14, 2013 and packaged on packaging line 11 from november 17,2013 thru november 24, 2013. Per review of the DHR¿s it was concluded that all required challenges samples and testing was performed per specification in accordance with the set-up and in process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. Set-up and in-process inspections included but were not limited to blister thickness, bad seal/cut/holes, seal transfer width and package leak test. These were performed on various stages throughout the process, all the inspections passed per specifications. Qn / sap database review: no. Reason: a review of the qn/sap database is not required for a s1 ¿ o1 level a investigation per ms-qs-083 visual analysis observations and testing: received one unused iag 14ga unit in partially opened package from the lot number; 3280563. Visual/microscopic examination: the package was partially opened at the both ends of the blister pack. The analysis of top web adhesive: the product characteristics require a minimum of 1/8¿ seal transfer. Per observation of the photos provided this characteristic was met. In addition, the bottom web in the photos revealed evidence of adequate transfer (adhesive) from the paper top web at the open seals and partially open seals of the packages (blister packs). (See photo 420403 (433642) ¿2) the key variables that affect seal strength are: seal transfer/width and top web adhesive presence. Both of these variables were looked at during the investigation. Note ¿ this lot number expired november 2016. Investigation samples(s) meet manufacturing specifications: yes; the returned unit provided for evaluation for this incident met the manufacturing specification requirements in regard to package seal integrity. Investigation conclusion: relationship of device to the reported incident: indeterminate comment: although the packages were observed to be partially opened, there was no physical evidence to confirm or to support manufacturing process related issues for the defect.